Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13g09100 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and evaluated. Microscopic and visual inspections were performed which identified broken occluder feet. Leak and clear passage tests were performed with no issued noted. Clamp functional testing also identified the broken occluder feet during testing. Further inspection of the occluder leg revealed a white spot on housing. The cause of the reported unwanted fluid flow was determined to be broken occluder feet. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the liquid could not be stopped on the transfer set even after closing the clamp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.